Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. In (B)(6) of 2010, follow-up imaging identified a proximal type 1 endoleak with aneurysm growth of 1cm. On (B)(6) 2013, an intervention was performed to treat the proximal type I endoleak. During the procedure, it was reportedly noted that the right side of the trunk was still directly under the renal arteries, but the left side had migrated distally 10-12 mm. An aortic extender component was implanted for proximal extension. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: the cause of the left side migration is reportedly unknown.